Event description:
Customer initially noted intermittent high pitched sound; loss of pressure. Pm due, wanted system checked out. Additional information received from company rep on 07/26/2006 noted patient had a choroidal hemorrhage. No additional information provided by customer to date.

Manufacturer narrative:
A company service rep checked system; could not find any problems with console. Completed pm activities with no problems. Root cause of performance problems reported is unknown. No corrective action required. Customer has not responded to multiple requests for return of questionnaires.